Event description:
It was reported that device was used during a laparoscopic nephrectomy, the 4-40 stud was broken off during the case. The case was completed with bipolar cautery. No patient consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.